Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Once onsite the fse confirmed that the power cord had gotten stuck under neither reel. So, the fse manually untangled cord from reel, and was able to fully extend power cord and retract back into place. The unit was then returned to the customer.

Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) has power cord issue, it was not extending out. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).